Event description:
It was reported that the patient was experiencing an inoperable ipg. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.